Event description:
It was reported when using the bd pyxis¿ anesthesia station es, it was not communicating and appeared to be offline. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) observed that the customer had moved station and moved back and 1 port in wall was damaged which caused the station not to communicate. Fse raised the ticket to it and confirmed that the issue was fixed. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, it was not communicating and appeared to be offline. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.